Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on december 07, 2020 with lot number 1819261. Analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated opening on radius, creases fold, missing shell and sharp broken on radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive a sharp broken on radius assessed as a surgical impact opening.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.